Event description:
It was reported that the patient received inappropriate shocks as a result of right ventricular (rv) lead t-wave oversensing. The patient was reported to be mentally traumatized. The rv lead remains in use, and an additional rv pace sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing, and the unexpected delivery of a ventricular tachyarrthymia therapy. Analyst commented, t-wave oversensing (twos) identified in ventricular tachycardia (vt) non sustained episodes and ventricular fibrillation (vf) episodes leading to inappropriate shock.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.